Manufacturer narrative:
The account found that the cord appeared to be burnt. The most probable root cause of the burnt cable is a short circuit in the power cable socket. A female socket will gradually wear over time. Extensive wear will loosen the connectors resulting in an increased risk of arcing. This will then damage the socket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the cord to the control box appeared to be burnt. The lift was located in the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).